Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, advising to start over again using new supplies and to notify the peritoneal dialysis nurse of the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up with the home patient (hp)'s caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. The cg confirmed that hp did not have any injury or harm as a result of this incident. Per cg, the hp is continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.